Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated ldh, hemolysis and hematoma as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. Evaluation of the submitted log files contained no abnormal events. The only captured events were associated with pi events and power cable disconnectors. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. This IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had possible pump thrombus, but log file review did not reveal unusual events or signs of thrombus. It was also reported the patient had acute paralysis requiring computed tomography (CT) myelogram and laminectomy. Anticoagulation was withheld and a non-ramp echocardiogram (echo) was done. Lactate dehydrogenase (ldh) and plasma-free hemoglobin levels were monitored. Intradural hematoma might be contributing to elevated ldh/hemolysis.